Event description:
I got a urine test kit specifically to test for micro albumin. However, due to an error on the packaging, a false negative could be interpreted. The colors used to interpret the results show light blue as a "negative" reading of 10 and light blue as a "positive" reading for 30, which can be the beginning stages of kidney disease. A person could wrongly read it as "negative" without realizing the same color is also "positive," which indicates a 30, the beginning stages of kidney disease. I had no way to read my results. The owner did say he would fix the error. I felt it was also my duty to follow up with the FDA. Thanks so much. FDA safety report ID# (B)(4).